Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper access opener file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned protaper next access opener files xa 19mm blister 6 have been analyzed. The first file is actually broken in the active part (fatigue). The second file is not damaged (not broken). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1484221). Root causes are not identified. This kind of event is tracked and we monitor the trend.